Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Event description:
It was reported that the left ventricular lead dislodged. The lead was explanted and replaced. The patient was in stable condition.